Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized for high blood glucose levels and borderline diabetic ketoacidosis (dka). Customer was wearing the insulin pump at the time of the 911 call. It was stated that the customer had been throwing up and had high blood glucose for a few days prior the hospitalization. It was also stated that when the set was removed the cannula was bent. Customer's blood glucose reading was 44 mg/dl. Nothing further reported.